Event description:
During intra op, surgeon was using disposable ureteroscope, while lasering. Scope broke at the base during use, while laser fiber was also inside the scope, resulting in the laser fiber also snapping. Surgeon made everyone aware immediately. Surgeon confirmed no broken pieces retained in patient. Laser/vendor rep present in room, made aware of instrumentation issue. Xray also present in room, xray showed no retained items inside the patient. Surgeon was able to successfully complete case as booked. Debriefing was held with all team members present. No harm to patient identified.